Event description:
Rec'd info regarding leaky septum on multiple cartridges. Customer's reports that blood glucose level has been "good".

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.